Event description:
It is reported that during a cementless hip replacement, the liner would not seat properly causing a 30 minutes delay in surgery.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.